Manufacturer narrative:
Please note that the exact event date is unknown and that the event date is the complaint awareness date. Occupation: other, senior counsel, litigation. It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to tilting of the filter and failed removal attempt. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousity. The timing and mechanism of the tilt, and retrieval difficulty has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt was caused by an unsuccessful retrieval attempt. With the very limited information provided and without the procedural films or post implant images to review the reported tilt and retrieval difficulty could not be confirmed or further clarified. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to tilting of the filter and failed removal attempt. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Event description:
According to the information received in the amended redacted patient profile form (ppf), the patient additionally reports that twenty-eight days after the filter was implanted, an attempt was made to remove the optease filter; however, the retrieval attempt was unsuccessful. Details about the retrieval procedure were not provided. The patient further experienced anxiety related to the filter.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to tilting of the filter and failed removal attempt. According to the medical records the patient underwent placement of the inferior vena cava (ivc) filter for prophylaxis of pulmonary embolism following gastric bypass surgery. The patient also has a history of morbid obesity. During filter implant via right internal jugular vein, the optease filter was successfully deployed into the infrarenal ivc without difficulty. The patient tolerated the procedure well without immediate complications. The patient reports to have experienced a failed removal attempt of the filter due to the tilt of their ivc filter approximately two months post implant. The patient has subsequently reported that there was a failed retrieval attempt performed twenty-eight days post implant; details not provided. The patient also reported anxiety related to the filter. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explant problems after as short a period as 12 days. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. With the very limited information provided and without the procedural films or post implant images to review the reported tilt and retrieval difficulty could not be confirmed or further clarified. Anxiety does not represent a device malfunction and may be related to given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Section b3: the exact event date is not known. Section b5: the following additional information received per the medical records indicate that the patient underwent placement of the inferior vena cava (ivc) filter for prophylaxis of pulmonary embolism following gastric bypass surgery. The patient also has a history of morbid obesity. During implantation of the filter via right internal jugular vein, the optease filter was successfully deployed into the infrarenal ivc without difficulty. The patient tolerated the procedure well without immediate complications. According to the information received in the patient profile from (ppf), approximately on or about six years and eleven months post implantation of the ivc filter the patient became aware of the alleged events. The patient reports to have suffered an attempted but failed removal of the filter due to the tilt of their ivc filter approximately on or about two months post implantation. It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to tilting of the filter and failed removal attempt. According to the medical records the patient underwent placement of the inferior vena cava (ivc) filter for prophylaxis of pulmonary embolism following gastric bypass surgery. The patient also has a history of morbid obesity. During filter implant via right internal jugular vein, the optease filter was successfully deployed into the infrarenal ivc without difficulty. The patient tolerated the procedure well without immediate complications. The patient reports to have experienced a failed removal attempt of the filter due to the tilt of their ivc filter approximately two months post implant. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousity. The timing and mechanism of the tilt, and retrieval difficulty has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt was caused by an unsuccessful retrieval attempt. With the very limited information provided and without the procedural films or post implant images to review the reported tilt and retrieval difficulty could not be confirmed or further clarified. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.